Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call of receiving a replace battery now alarm yesterday evening about every thirty minutes. She also stated that she received a power error alarm. Customer¿s blood glucose was 6.4 mmol/l. The customer said that every time she changed the battery, the alarms would occur. She was using (B)(6) batteries. During troubleshooting, we checked her alarm history and there were only two replace battery now alarms and no others. The battery cap was good but customer also mentioned that the pump fell and that the belt clip was broken as well. Customer performed an internal battery reset and it went well. She was advised to monitor the pump and to call back if any more problems occurred. The insulin pump will not be returning for analysis.